Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 12/8/2021 it was reported by a sales representative via sems that an ar-611-10 and ar-611-11 ibalance uka drill bits have become very dull and difficult to use. This was discovered during a procedure with no patient harm. The case was completed by using a new ar-611-10 and ar-611-11.